Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - please provide the applier product code and lot number?the applier product code is ka200 and lot number is unknown. - please confirm if there is an issue with the applier?no. - when the event occurred, was the suture placed near the hinge of the clip? Yes. - were you able to lock the clip closed on the suture?no. - was the applier checked for damaged (jaws straight and aligned)? There is no damage wih the applier. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension?yes. The following information was requested, but unavailable: - package lot number of the clips? - what suture type and size was used? After it closed, was the clip holding securely fixed on the suture? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robot-assisted ¿hepatectomy procedure on (B)(6) 2024 and suture was used. The device could not clip the suture. The device was used on the liver. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.